Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was over 600 mg/dl. The customer administered a manual injection and required the assistance of a friend to administer insulin and fluids intravenously (IV). The customer resumed insulin or changed all supplies to resolve the alarm. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.